Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular (rv) lead presented with low pacing impedance and a polarity switch occurred. The rv lead also had noise via pocket manipulation and an elevated capture threshold. The lead was capped and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.